Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 12-oct-2016, an fse visited the customer to address the reported event. During servicing, fse found the tip counting not correct. Fse then adjusted the tip sensing alignment and verified the tip inventory was counting correctly. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was the tip sensor alignment.

Event description:
On (B)(6) 2016, a customer reported that the tip pickup mechanism is not picking up tips in the correct order with their a1a-2000 analyzer. The customer reported that the tip pickup starts in the mid row, skips some rows, and indicates tips short when the tips are there. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting alpha fetoprotein (afp) and betahcg (pregnancy hormone) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.